Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-30 additional information was received from a friend/family member. The caller called back repeating a continuation of the event previously reported regarding a therapy issue. The caller stated they were told if the stimulator did not work to change the program after two weeks. The caller stated it had been two weeks and they were told to change from program a to program b if it did not work but stated they only saw programs 1-7. The agent reviewed how to scroll down to access additional programs and the caller confirmed that once they scrolled down, they could see program b. The caller successfully changed to program b and increased stimulation. The patient stated stimulation was uncomfortable initially when they increased stim so the caller decreased stimulation and the patient confirmed feeling stimulation comfortably at call closure. The patient agreed to monitor symptoms and follow up with their doctor if they were not improving. The patient has a doctor's appointment on october 20th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had the ins implanted on (B)(6) 2025 and their healthcare provider (hcp) decided to leave the catheter in for another week so the incision would have time to heal. On (B)(6) 2025 the foley catheter was removed and the patient urinated once on their own when they got home, but since then the patient had not been able to urinate on their own and had self-catheterized 9 times. The caller was with the patient yesterday to check the status of the ins, but the external device batteries were dead. The caller charged the external devices, but they noticed the bluetooth indicator light on the communicator was blinking blue when they tried to connect to the ins. The caller was not with the patient at the time of the call, so they will call back to troubleshoot later today when they are with the patient. Patient representative called and repeated therapy issues on the same day. Caller said was on their way to patient's house as did pick up extra catheters from doctor's clinic. Caller said that they did speak with the nurse at the clinic. Patient services reviewed purpose and general use of external devices and when c aller arrived at the house, revied basic navigation and the caller and patient successfully connected to implant. Patient services reviewed meaning of screen and caller confirmed that stimulation is on. Patient services reviewed general programming guidance and caller made a slide increase to the setting. Patient to monitor symptoms and to use catheters as needed. Patient said that they drink a lot and then had to pee a lot and it hurt when wasn't able to pee. Patient asked if should decrease the amount they drink. Patient was redirected to discuss with nurse at clinic. Caller said doesn't have follow up appointment until (B)(6) 2025. Caller was encouraged to provide updates to healthcare provider. They called back on 2025-sep-02. Caller stated that the patient was still needing to catharize themselves over 8 times a day and was starting to have bladder spasms. Caller stated that the therapy was still not working for the patient and they were unsure what to do at this point. Caller stated that the next appointment isn't until (B)(6) 2025. Agent reviewed programming guidance with the caller and suggested to change programs. Agent walked the caller through the steps of connecting and changing programs. Caller confirmed that they were able to adjust to a comfortable level. Patient will track and monitor symptoms and will follow up with the hcp.